Event description:
As reported by the field clinical specialist, approximately 3 years and 2 months post transfemoral tavr procedure with a sapien 3 valve, the valve failed due to thrombosis. No interventions were scheduled at the time. Per the medical records reviewed, this patient had a complex medical history of symptomatic aortic stenosis, ischemic cardiomyopathy with reduced ejection fraction of 35%, advanced pulmonary disease with severe pulmonary hypertension and coronary artery disease status post CABG x 4v. The patient underwent a successful tavr procedure with a 26mm sapien 3 valve in the native aortic annulus. Approximately 3 years and 2 months post tavr, the patient presented with a syncopal event resulting in a fall with a head strike. A CT done upon admission was found to have a small subdural hematoma (sdh). The patient reported experiencing progressive dyspnea on exertion over the last several months with a rising mean prosthetic aortic valve gradient noted on an outpatient echocardiography. During admission, the patient was found to have further decline of the lv function (lvef 15%) with severe ischemic cardiomyopathy and had developed valve thrombus compromising the valve's function. A tee performed revealed that the tavr valve leaflets were restricted and coated with thrombus causing critical aortic valve stenosis (ava 0.4 sq cm), mild-to-moderate aortic insufficiency, and peak systolic gradient 72.9 cm2. The patient was placed on heparin therapy. Per cardiology consult, the physician suspected that "the valve will function otherwise fine on the appropriate blood thinner therapy and given enough time for resolution." The plan was to gradually escalate the heparin then transition to coumadin provided that the subdural hematoma remained stable. The hospital course was complicated by an acute kidney injury, hypotension and cardiogenic shock. The patient's condition continued to deteriorate and 11 days after admission, the patient was found in cardiac arrest. The patient was not a candidate for life support measures (ECMO) due to comorbidities. Upon discussion with the family, the patient was provided with comfort measures only and subsequently passed away on the same day. Per the valve clinic coordinator, the death was felt to be related to the valve thrombosis.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (ischemic cardiomyopathy with severely reduced lv systolic function lvef 15 %) may have contributed to the valve thrombosis and subsequent patient demise. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: device remains implanted.